Event description:
During surgery, the physician held the wire up to make the incision and the wire came out. A review noted the hook was no longer present; the hook was still in the breast tissue. The tissue sample was removed and the physician was able to remove the hook from the pt; everything was removed from the pt. There was no harm to the pt reported. The localization is inserted prior to surgery and everything removed during the surgery.

Manufacturer narrative:
(B)(4): removal of foreign body is not listed in the instructions for use. Separates is not listed in the instructions for use. Event is still under investigation.